Event description:
It was reported that the patient's leads were replaced in 2009. The reason for the replacement was unknown. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 748240, lot#, serial# (B)(4), implanted: 2004 (B)(6), explanted: product type extension, product ID 748240, lot#, serial# (B)(4), implanted: 2004 (B)(6), explanted: product type extension, product ID 3387-40, lot# j0417811v, serial#, implanted: 2004 (B)(6), explanted: product type lead, product ID 3387-40, lot# j0417922v, serial#, implanted: 2004 (B)(6), explanted: 2009 (B)(6), product type lead. (B)(4).